Event description:
It was reported that the user experienced a hyperglycemic event after an announced dinner when the pump log indicated insulin delivery occurred, but the report did not reflect delivery, and the pump reportedly shut down while on the charger with approximately half battery remaining. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no reported health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.